Event description:
On july 8, 2007, the reporter, the lay patient's daughter, called lifescan (lfs) alleging that the patient's one touch ultra meter displayed unidentified error messages. The daughter said the patient received repeated error messages on the reported meter over the past 2 to 3 days. She did not identify the specific errors obtained. The patient's son had recently died at the time of concern and she was sweaty, breathing hard, and had a headache. Ems was called. Emt's obtained a result of "400, plus" on the ambulance meter in 2007, at 5:30 pm. The patient was treated with oxygen and "n" and "r" insulin; the insulin dosages were not provided. No information was provided regarding the patient's diabetes testing and treatment regimen. The customer care advocate (cca) walked the reporter through recoding the meter and retesting with the meter. The reporter was able to obtain a blood glucose reading. The meter, test strips, and control solution were replaced. The complaint is reported because the reporter alleges the patient was unable to obtain a reading on the reported meter for 2 to 3 days. The reporter claimed the patient experienced symptoms, a hyperglycemic reading on the reported meter, and received insulin treatment from the emt's.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.